Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of trapease inferior vena cava filter. Per the medical records, the patient had a history of gi bleeding. At the time of implant, the patient experienced leg swelling. Scan of the right leg demonstrated intraluminal thrombus present involving the right popliteal, peroneal and lesser saphenous vein. The filter was implanted at the l2 level due to right lower extremity deep vein thrombosis. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. Approximately eleven years and five months after the implant procedure, an axial CT of the abdomen was performed. The trapease filter was in position with its proximal and approximately 2cm below the renal vein. There was a 5-degree tilt towards the left. No strut malfunction was evident. There was no perforation of the ivc or adjacent hollow or solid organs. There was a small curvilinear high density adjacent to the right side of the mid filter suggesting a dystrophic calcification. There was an anterior abdominal wall midline hernia with mesh and no recurrent hernia evident within the mesh. It appeared to extend over the umbilicus with some residual herniated bowel loops in the umbilicus. Gia staples were noted in the right side of the colon. A dystrophic type calcification was noted at the ge junction. Calcification may also be present in the antral wall of the stomach. Spondylosis in the spine was noted without lytic or blastic change. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Medical device site calcification is a known potential event associated with all device implant procedures. The body¿s immune system reacts to the foreign object by surrounding it with fibrous tissue. This does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: date received by the manufacturer, manufacturing date. No additional information is available.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section d1 (brand name) section d4 (model, catalog, lot number) section g4 (date received by the manufacturer) section h6 (evaluation codes) additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. Patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of gi bleeding. At the time of implant, the patient experienced leg swelling. Scanning through the right leg demonstrated intraluminal thrombus present involving the right popliteal, peroneal and lesser saphenous vein. The filter was implanted at the l2 level due to right lower extremity deep vein thrombosis. The patient tolerated the procedure well and there were no apparent complications. Approximately eleven years and five months after the implant procedure, an axial CT of the abdomen was performed. The trapease filter was in position with its proximal and approximately 2cm below the renal vein. There was a 5-degree tilt towards the left. No strut malfunction was evident. There was no perforation of the ivc or adjacent hollow or solid organs. There was a small curvilinear high density adjacent to the right side of the mid filter suggesting a dystrophic calcification. There was an anterior abdominal wall midline hernia with mesh and no recurrent hernia evident within the mesh. It appeared to extend over the umbilicus with some residual herniated bowel loops in the umbilicus. Gia staples were noted in the right side of the colon. A dystrophic type calcification was noted at the ge junction. Calcification may also be present in the antral wall of the stomach. Spondylosis in the spine was noted without lytic or blastic change.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. Patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.